Event description:
Pt has exhibited what appears to be an allergic reaction to contact with the thermoplastic positioning device utilized during radiation therapy. According to the complaint received, the "pt has developed some rashes on his arms but not in such uniform pattern as on his chest and face." His medical oncologist has commented that chemo plus certain food types may increase sensitivity to substances that previously may not have caused problems. Pt has nearly completed his course of treatment.

Manufacturer narrative:
Device was not available for evaluation. Distributor's description of events were reviewed. Results: allergic reaction, pt developed a rash on face head and shoulders where skin is in contact with device. Pt's oncologist believes that chemo and diet may increase sensitivity to substances that previously have not have caused problems. Conclusion: this is not a device failure. The pt developed an allergic reaction contacting the device. The material of the device has been tested and passed biocompatibility studies for skin surface contact on a limited duration.